Event description:
The jetstream g3 was advanced to treat a 2-3 cm lesion located in the mid superficial femoral artery (sfa). The device was used to treat the lesion using the minimum diameter mode twice and the maximum diameter mode once. Deceleration was noticed while using the maximum diameter mode, and it was decided to stop and pull the device back. An angiogram was then taken and a dissection was noticed. While trying to remove the device using the retraction mode, the device became stuck on the guidewire. The guidewire and device were then stuck removed together as a unit. The patient went to surgery for a femoral artery to femoral artery bypass and is doing fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.